Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 20 mg/ml concentration at 8.4 mg/day dose via intrathecal drug delivery pump for non-malignant pain and complex reg pain syndrome type ii. It was reported that motor stall was seen at initial interrogation. The patient did not recently have a magnetic resonance (MRI). There were no electromagnetic interference (emi)/magnetic sources present. Patient was showing signs opposite of withdrawal. The patient was lethargic so patient went to the hospital. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that on (B)(6) 2018 patient was admitted due to being lethargic/unresponsive. Patient was at home during this episode. Patient did not have a magnetic resonance imaging (MRI), was not near any strong magnets. The hcp suspected it may have been corrosion of the drive shaft. Patient was given narcan by different hcp for lethargy/unresponsiveness. Pump was turned down for minimum rate due to motor stall. Patient was no longer lethargic. Pump was still having motor stalls, pump was put in minimum rate, getting approved for pump replacement. Patient was (B)(6). No further complications were reported.

Manufacturer narrative:
(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.